Event description:
Boston scientific received information that the patient with this pulse generator reported feeling weak and tired. The patient was seen at the hospital and the device was found to have been programmed to 40 beats per minute instead of 70 beats per minute. There were no additional adverse patient effects reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.